Event description:
The physician achieved arteriotomy closure of the right groin with the perclose a-t (the closer ak) device after an interventional procedure in 5/2003. The pt was discharged home two days post procedure. Two weeks after the procedure, the pt contacted the hosp with complaints of a fever and chills. The pt was instructed to return to the hosp, but the pt declined. In 7/2003 the pt presented to another hosp complaining of pain in the right groin area. Pt was transferred to the hosp of origin in 7/2003. The pt was started on unspecified antibiotics. In 7/2003 an angiogram was performed via the right brachial artery. The angiogram revealed "multiple lobe pseudoaneurysms." The pt went to surgery for debridement and a vein patch. Post-operatively the pt developed necrosis of the entire right leg and toes. In 7/2003, a right above the knee amputation was performed. The pt is reported to be improving and remains in the hosp.